Event description:
The reported events numbness in the right cheek, hydroxyapatite calcium observed in the area of the facial nerve and chronic neuropathic pain were considered to be symptoms of a suspected compression of the anterior facial nerve and was therefore not coded. This consumer report was received from a polish consumer and concerns a female patient. She was injected with radiesse(+), on (B)(6) 2024. Batch number was reported as a00106220 (expiry date: 02/2025). A lot search in the global safety database was conducted. One syringe was used. The patient was previously injected with radiesse, in b)(6) 2023. In (B)(6) 2024, also reported as 3 weeks after the radiesse(+) injection, the patient experienced numbness in the right cheek. She came to the emergency ward, suspecting of having a stroke. A tomography was performed at the hospital and hydroxyapatite calcium was observed in the area of the facial nerve. A compression of the anterior facial nerve was suspected. The patient experienced chronic neuropathic pain for 2 months. Steroid treatment was introduced, with a physician administering the filler. In (B)(6) 2024, the steroid was administered again after a consultation with another physician. As corrective treatment, the patient also had massage, acupuncture, pregabaline, painkiller and morphine. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, suspected compression of the anterior facial nerve (nerve compression) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+), lot number a00106220, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot.

Event description:
Follow-up information was received on 02-aug-2024: the physician performed corrective treatment, and she was not able to do more. The patient received neuropathic pain treatment. The outcome of the events was reported as not resolved (changed from resolving).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, swelling (injection site swelling) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
Follow-up information was received on 08-jul-2024: the batch record review was received and the lot number for radiesse(+) was confirmed as a00106220 (expiry date: 02/2025). Follow-up information was received on 15-jul-2024: the case has become medically confirmed. The event compression of anterior facial nerve was deleted, as the physician did not confirm that diagnosis. The events swelling, numbness, pain and visible traces were added. The patient was injected subcutaneously with radiesse (+) into the middle part of the face (mainly into the right side, for desire to even out the natural asymmetry of the face), nasolabial folds and chin area (off label use of device), to improve the structure and quality of the skin. Needle used for injection was a 25g 50 mm cannula. Radiesse (+) was diluted with 0.9 % nacl and 0.5 ml of 1 % lidocaine, in a 1:1 ratio (product preparation issue). The patient had previously a harmonica treatment, bilaterally, into the lower side of the face, in (B)(6) 2022. After this procedure, according to the patient, she had a feeling of swelling, of the face. Hyalruronidase was administered several times and then given atelocollagen guna, to improve the skin quality. The patient was previously injected with radiesse (+), 1.5 ml, into the upper part of the face. The patients well-being and satisfaction with the effect of the treatment were very good. She was previously injected with radiesse, into the upper and middle part of the face, on (B)(6) 2023 (year was not reported). Radiesse was diluted with 0.9 % nacl and 1 %lidocaine, at a 1:1 ratio. The patient's satisfaction with the aesthetic effect is high. She was injected with radiesse, into the area of the mouth, chin and lower part of the face, to improve skin quality, on (B)(6) 2023. Radiesse was diluted with 0.9 % nacl and 1 % lidocaine, at a 1:1 ratio. After the injection, the patient was without any symptoms and the aesthetic effect was very good. The patient's medical history included an endometriosis (in remission for several years). Concomitant medication was reported as none. As reported, the procedure used to administer the preparation was according to the manufacturers recommendations. After the radiesse (+) injection, the patient experienced swelling, numbness and slight pain in the right cheek. With this problem, she reported to the emergency room of the hospital where she was staying. A computerized tomography (CT) showed visible traces of radiesse (+) without signs of any inflammation, in general examinations without deviations, without signs of inflammation and no suspicion of latent tetany. On (B)(6) 2024, as corrective treatment, the patient was administered 0.3 ml of triamcinolone intralesional, in a 1:6 dilution with 0.9 % nacl, telfast 180 (1 tablet/day) and a led lamp irradiation was recommended. After 2 days, the discomfort and swelling subsided. On (B)(6) 2024, also reported as 2 months after the injection, the patient began to report swelling within the malar bag, on the left side. An ultrasound was performed for internal use and showed swelling and lymph stasis within the malar bag on the left side (the side on which the patient slept). Triamcinolone was administered at a dilution of 1:8, with 0.1 ml in the medial buccal area. Furosemide 40 mg, for 5 days, was recommended, and a follow-up visit was recommended. As reported, if there was no improvement to take encorton (10-20 mg). On (B)(6)2024, there was a big improvement, and 0.2 ml of triamcinolone was given into the same place. Further recommendations for triamcinolone (1:6) and galvenox (2x1 tablet), for 3 months was given. On (B)(6) 2024, the patient was without pain, but she still had a slight swelling within the malar bags on the left side. On (B)(6) 2024, another physician administered a steroid, at the site of the pain. On (B)(6) 2024, the patient came to the clinic with pain on the right side in the medial part of the cheek and slight swelling in the malar bag on the left side. In the ultrasound, the area was not assessed (the image was blurred probably after administration of the steroid). The patient was referred for consultation, ultrasound examination and continuation of the treatment with her physician. A week earlier, the patient was on a holiday trip, where similar ailments appeared, which, according to the patient, they established after taking antihistamines. She was recommended to visit a neurologist to exclude the psychosomatic syndrome by a specialist. She was recommended telfast 180 continuation, galevenox (2x1) continuation and led lamp infrared light. If no improvement was improved, oral metypred was recommended. After two visits, according to the patient, at first improvement after administration of a negligible topical steroid (triamcinolon) and hyaluronidase, there was a recurrence of the condition. The patient continued led treatment with infrared wavelength, with 10 treatments, at the clinic. The swelling was gone and the pain subsided according to the report and photos took during the patients visits. After the end of the therapy according to the patient, there was a recurrence of the ailment. A final diagnosis of compression of anterior facial nerve was not confirmed by the physician. The complaints were evidently related to edema, to which the patient was very prone, hence the good response to antihistamine treatment and led light. The patient refused oral steroids, due to the bad feeling and, according to the patient, she had even more swelling after taking them. The physicians and ophthalmologist recommendations included anti-oedema treatment with galvenox, telfast 180 and the necessary exclusion of the psychosomatic component of the symptoms. A visit to a neurologist was recommended several times, however, the patient did not once appear with a description from the physician, although she claimed to had such a visit. The treatment administered at the clinic definitely improved the patients condition and alleviated her complaints. Due to the provided information, the outcome of the events swelling, numbness, pain and visible traces was considered as resolving. As reported, the injection of the preparation of radiesse(+), and the negligibly small amount of the preparation administered on the side where the patient reports discomfort, did not allow the determination as of whether the preparation or the administration technique caused the patients reported sensations. In such a small amount and in such a dilution there was no possibility for a permanent damage. In the opinion of the reporter, the events were related to radiesse(+) and injection procedure.

Event description:
Follow-up information was received on 20-nov-2024: the events neuralgia and hard lesion were added. The events numbness and slight pain were deleted, as they were considered to be symptoms of the reported neuralgia. In 2024 (reported as since (B)(6) 2024), after the fourth radiesse injection, in a period of six months, the patient experienced very severe symptoms. She had a hard lesion that pressed and irritated the ending of the facial nerve in the area of the nasolabial fold. The neuralgia was so serious that despite pharmacological treatment and intravenous infusions of lignocaine, the pain did not subside. She was on sick leave for many months and did not perform her professional duties. She reported her condition was still very serious. As reported, the complication has lasted for 9 months. Due to the provided information, the outcome of the events neuralgia and hard lesion was considered as not resolved. The outcome of the events swelling and visible traces remained unchanged.